Manufacturer narrative:
Once explanted, this ICD will be returned to boston scientific for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to reaching end of life (eol). The charge time was at 30 seconds. This device is part of the mid-life display of replacement indicators advisory. There were no adverse patient effects reported.

Event description:
Received additional information that a replacement procedure took place, but the location of the device is unknown.

Event description:
Subsequently, this ICD was returned to boston scientific.

Manufacturer narrative:
This ICD was explanted and replaced, but it is uknown whether the device will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.